Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding revision. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of primary trident insert. The patient's primary hip was comprised of competitor femoral components and stryker acetabular components.